Event description:
It was reported that 1 unspecified bd IV was occluded. The following information was provided by the initial reporter : the user facility reported that the IV extension tube stuck and blood does not come out when lab tube was inserted to connector.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported that the tube is stuck and blood does not come out. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers were unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 1 unspecified bd IV was occluded. The following information was provided by the initial reporter : the user facility reported that the IV extension tube stuck and blood does not come out when lab tube was inserted to connector.